Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's fio2 tubing, blower assembly and system board needs replaced to address the issue. The system board, blower motor, and tubing were evaluated at the manufacturers product investigation lab. The system board issue was confirmed. The lab duplicated the ventilator inoperable alarm and has determined the cause of the failure was the missing components. The missing components appear to be missing due to the system board mishandling. The blower motor issue was not confirmed. The blower was tested and unable to duplicate the ventilator inoperable alarm. Confirmed the blower motor did not cause the failure seen at the service center and the blower motor functions as designed. The tubing issue was not confirmed. The product investigation lab has determined that the tubing did not cause the failure seen at the service center and the tubing functions as designed. The tubing has been scrapped.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's fio2 tubing, blower assembly and system board needs replaced to address the issue.